Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, a balloon length issue was noted. The target lesion was located in the left anterior descending (lad) artery. This 2.00x15mm apex balloon catheter was used and upon inflation the physician commented that the balloon length looked more like 20mm. The balloon catheter was removed and the procedure was completed with a 2.75x20mm apex balloon catheter. The packaging was confirmed to be for a 15mm length balloon. No patient complications were reported and the patient's status is fine.